Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00233. (B)(4). Concomitant medical products - oxf twin-peg cmntd fem sm PMA catalog #: 161468 lot #: 2225348 and oxf uni tib tray sz b rm PMA catalog #: 154721 lot #: 2358744. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, approximately 1 year post-implantation the patient began experiencing occasional "clicking" while walking. Also the patient's patella was reported to be subluxed laterally. However, the surgeon stated this was not related to the device.